Event description:
It was reported that the there was no beeping tones when the magnet was applied for this cardiac resynchronization therapy defibrillator (crt-d) device. The anesthesiologist had called to ask if there needs to be a prm interrogation while the patient was in surgical procedure and had applied magnet. The physician was not able to hear the beeping tones and will be checking again for this beeping tone. This device remains in service. No adverse patient effects were reported.